Manufacturer narrative:
The device was returned. Sections were updated. The device showed visible cracks in the glass which can be attributed to external force. Due to the damage, a large part of the segments are no longer displayed. The display failure is clearly due to the fractures and is not to be confused with a display failure due to the interruption of traces or contacts without visible external damage. The interpreting or reading of an incorrect result can be excluded.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained that the display of coaguchek xs meter with serial number (B)(4) looked "odd." The customer described the display as looking like it had a bruise on it when the meter was powered on. The customer stated the meter had not been dropped and there was no physical damage such as cracks on the display. A display check was performed and segments were missing found the results field of the device. The customer also stated that prior to the display issue the device showed error 4 and error 5. Both of these errors are related to an issue with the test strip. The customer stated the test strips had been left outside in the mailbox all day where they were exposed to extreme, hot temperatures. There was no allegation that an adverse event occurred. The device was requested for investigation. Preliminary investigation of the device observed missing segments in the results field and a crack on the display running from the top to the bottom of the display.